Event description:
While drilling through a fibula with a 2.0mm drill bit (310.19), the drill bit broke off. Reportedly the drill bit snapped at the base near the drill. The broken piece was retrieved from the patient without incident and a new drill bit was utilized. It was confirmed that the resident was drilling with proper technique. No adverse effect to the patient was reported. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.